Manufacturer narrative:
Customer's reported problem cannot be replicated. Report error with heat demand test, ran full speed infusing test over two hours, and visual inspection. Found some trace of fluid ingression¿s corrosion on main board, cracked float assembly, no cracked-on return tube assembly but with minimum silicone around it. The most likely cause of the report error is the main board. Replaced main board to resolve the report error. Ran infusion test after repairing, the display temperature was never drop below 41c and output water temperature was never drop below 36c.the device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
I was stated that rapid infuser temperature will not stay elevated when in use for long periods of time. Temperature drops when infusing warmed fluids.